Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the insulin pump alarmed watchdog timeout alarmed. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm. Customer stated that the insulin pump had partial display. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty connector at interface board. No unexpected or beep anomalies were noted. Unable to perform operating currents, self-test and displacement test or verify watchdog timeout alarms due to full segment display.